Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b3, b6, g2, h6.

Event description:
Later healthcare professional reported "implant rupture overlying the right implant at 7:00 posterior depth 8 to 10 cm from nipple. This area appears similar to the paired to the previous exam and the prior MRI confirmed patient has a ruptured right implant". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported rupture "confirmed via mammogram 10 months ago". This record is for the right side. Device remains implanted.

Event description:
Patient reported right side rupture "confirmed via mammogram 10 months ago". Healthcare professional later reported "implant rupture overlying the right implant at 7:00 posterior depth 8 to 10 cm from nipple. This area appears similar to the paired to the previous exam and the prior MRI confirmed patient has a ruptured right implant". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: the device related to the reported event of rupture was received on (B)(6) 2025, with lot number 2693455. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases and stress marks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported rupture "confirmed via mammogram 10 months ago". Later healthcare professional reported "implant rupture overlying the right implant at 7:00 posterior depth 8 to 10 cm from nipple. This area appears similar to the paired to the previous exam and the prior MRI confirmed patient has a ruptured right implant". This record is for the right side. Device was explanted.